Event description:
A pt reported experiencing inaccurate erratic results with otu meter. The pt's blood glucose results were 119, 159, 107 mg/dl. Tests were done within minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.